Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during a bronchoscopy, the instruments were damaged trying to remove a foreign object. Due to the complexity of the case extra force was required, which is why we believe the instruments were damaged. Case aborted due to complexity, not the kit. The case was a difficult bronchoscopy where the patient had a thumb pin stuck in their airway. The pin was lodged in the patient and potentially too heavy for the grasper, causing the grasper to break."